Event description:
It was reported that inflation could not be maintained on four size 8 dfen, desposable cannula fenestrated low pressure cuffed tracheostomy tubes. The devices were in use from three to fourteen days when the reported inflation problems were detected. There was one pt involved with no reported injury or compromise. The 8 dfen devices were discarded and as such are not available to be returned to the MFR for identification, analysis and investigation.